Event description:
Same case as MFR report #: 6000089-2007-00026. Clinical trial. It was reported that 175 days following a coronary artery drug eluting stenting treatment procedure, the patient experienced in-stent restenosis. The index procedure identified and treated one long lesion from the proximal to mid rca (right coronary artery). The target lesion was a 4.0x49mm, 90% restenosed lesion. The lesion was treated with direct stenting using three drug eluting stents: a 3.5x32mm taxus liberte, a 4.0x20mm taxus express2, and another taxus express2 of unk size. There was 0% residual stenosis and the patient was discharged the next day on asa and plavix. The patient returned 175 days later due to 90% in-stent restenosis of the proximal rca. The restenosis was treated with balloon angioplasty resulting in 0% residual stenosis. The patient was reported to be taking asa and plavix at the time of this event.

Manufacturer narrative:
The cause of the difficulties stated in the complaint could not be determined. The delivery device was disposed and the stent remained in the patient. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found.